Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026. Customer¿s blood glucose level increased to about 600 mg/dl with ketones that a healthcare provider considered dangerous and life threatening. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on 03/18/26 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.